Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/ flush drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify possible over delivery due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin was squirting out. The customer was unable to use the act button. They were unable to rewind. Customer's blood glucose level was 9.9 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.